Manufacturer narrative:
Product event summary: the 12fcc20 sheath with an unknown lot number was returned and analyzed. Visual inspection of the shaft area was performed. The inspection identified a shaft kink/twist at approximately 2.5 inches from the tip. Visual inspection of the dilator was performed. The inspection identified the tip was damaged. The steering mechanism and deflection tests were completed successfully. Primary deflection at 90 degrees (°) and 180°, as well as secondary deflection at 90°, were achieved without any issues. The mechanism operated smoothly, with no friction, resistance, or unusual noise. In conclusion, the reported issue (tip of dilator) was confirmed through testing. The sheath failed return inspection due to damage on dilator tip and a kink/twist on the shaft. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, the tip of the dilator was too narrow preventing the shaft from passing through the dilator. The gas hose and power cable, electrical umbilical cable and coaxial umbilical cable were replaced without resolving the issue. The balloon catheter was then replaced which resolved the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.